Event description:
It was reported that during a nephrectomy, the surgeon was using the clip applier and the clips were not closing securely when deployed. Another device was opened and the procedure completed with no patient consequence.